Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/24/2020. H.6. Investigation: bd received 3 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for fm-debris with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for fm-debris with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that foreign matter was discovered prior to use with 3 bd vacutainer® k2 edta (k2e) plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: when unpacking, some tubes were found to be sticky.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was discovered prior to use with 3 bd vacutainer® k2 edta (k2e) plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: when unpacking, some tubes were found to be sticky.